Manufacturer narrative:
Follow-up # 2 ¿ (11/08/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 10/29/2013 and 11/4/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was reading inaccurately high compared to her feelings or normal results. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013 at 3:50am she obtained a reading of ¿222mg/dl¿ and made no changes to her normal routine. The patient reported on (B)(6) 2013 at 7:40am she obtained ¿213mg/dl. The patient reported at 11am she obtained ¿271mg/dl¿ and at 11:05am she obtained ¿256mg/dl¿ based on statistical methodology the calculated difference of the results does not exceed the expected value of <=20% or <=20mg/dl when obtained within 20 minutes. The patient reported on (B)(6) 2013 at 11:45am she obtained ¿262mg/dl¿ and at 11:46am she obtained ¿275mg/dl.¿ based on statistical methodology the calculated difference of the results does not exceed the expected value of <=20% or <=20mg/dl when obtained within 20 minutes. The patient reported on (B)(6) 2013 at 12:40pm she obtained a reading of ¿328mg/dl.¿ the patient reported she takes self adjusting insulin to manage her diabetes. The patient reported 7 hours after the issue first began she developed symptoms of ¿knees shaky.¿ the patient reported on (B)(6) 2013 at 11:30am she had something to eat or drink as treatment. At the time of troubleshooting the cca confirmed the meter was in the correct unit of measurement at the time of testing. The cca confirmed the patient¿s test strips were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims, due to the alleged issue she developed symptoms suggestive of hypoglycemia and required self treatment to prevent additional injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (11/01/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 10/22/2013 and 10/25/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.